Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600mg/dl. Customer blood glucose was 81mg/dl. Customer also stated that power loss alarm was occurred. Post-reset ram crc alarm was found also. Troubleshooting was performed. The insulin pump will not be returned for analysis.